Event description:
It was reported that stent dislodgement occurred. During preparation of a 4.00x16mm promus element ¿ drug-eluting stent, and while the device was outside the patient, the stent dislodged from the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the stent had detached from the balloon. Only the stent was returned for analysis. None of the stent struts on any of the rows appeared damaged and the length of the stent appears to have remained unchanged relative to the specified stent length tolerances. The stent delivery catheter was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. During preparation of a 4.00x16mm promus element ¿ drug-eluting stent, and while the device was outside the patient, the stent dislodged from the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.